Event description:
It was reported that the battery gauge was fluctuating. The customer continued to use the pump for insulin therapy. Additionally, it was reported that the wake button was sticking. The customer declined to provide additional information regarding the issue. There was no adverse impact to customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.